Manufacturer narrative:
Event description - additional information it was reported that the use of a t-safety valve was recommended at the start of the procedure but was not used by the physician. The balloon had to be removed inflated against IFU indications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The physician intended to use a mo.ma. Ultra device during the treatment of a >90% stenosed moderately calcified soft tissue lesion in the mid common carotid artery. Abnormalities reported in relation to patient anatomy are type 2 arch, ica lesion, eca branches. The device was inspected and prepped as per IFU without issue. A 50:50 inflation contrast: saline was used. It is reported the cca balloon would not deflate. Multiple attempts were made, and the physician attempted to put a wire through the balloon port to loosen the valve in order to release the contrast but the wire would not pass through the valve. The patient was embolically protected as several strain filters were filled with debris until cleared. The balloon had to be removed inflated. The patient post procedural neurological test was performed, and the patient passed all tests showing he was stable. It was reported that the patient is doing well with no adverse events following the procedure.